Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced diabetic ketoacidosis. Blood glucose values were not provided. The customer declined to provide additional information regarding the issue and declined follow up contact from tandem technical support.